Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that mid-way through a procedure, the device could not seal anymore. Although the sealing tone was heard, there was no output. It is unknown if an endtone, indicating a completed seal cycle, was heard, but the surgeon cut the unsealed tissue and oozing-bleeding occurred. Another device was opened and used to complete the procedure without further incident.